Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after collapsing at home. The patient was diagnosed with sepsis. The underlying cause was possibly urosepsis but this could not be confirmed. The patient was hospitalized and treated with multiple antibiotics. The patient was made do not resuscitate (dnr) status and the device was deactivated. The patient was a participant in the (B)(6) trial. The patient subsequently died due to end stage congestive heart failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.